Event description:
Cochlear implant, nucleus 7. This is a hearing implant where wires are inserted into the head and a metal plate placed under the skin. Thanks for taking time to look at my case. I fully realize that certain elements need to be present for different attorneys to commit to taking on a case. This preliminary review is a welcome step wether I meet your standards or not. I thank you for your time. Here is a breakdown. (B)(6) 2019 - surgery done. Prior to this I had an MRI of the brain and blood work. I have the MRI available on disc, as this was done last year. I had to postpone the procedure due to skin cancer on the top of my head, so it took a while to get to this point. I can obtain both a disc with the film on it and the report. There was nothing to indicate anything abnormal to perform the implant. Surgeon: dr (B)(6) at (B)(6) hospital: (B)(6) day surgery procedure. Implant was on the right ear. He said they implant on the better ear, the one I can hear out of best. After the operation, I had a pounding in the right ear. It sounded like a heavy metal sledge hammer hitting on a steel beam. This was intense and constant, all day monday going into tuesday afternoon. I had a gushing sound in the ear for some time. By thursday that week what felt like an ice pick being plunged through my ear drum, that came and went, last for a few days. The left ear has a strong foggy tone to it, very strong and at time overshadowed any sounds I could make out. This was constant (note: in the service I had tinnitus and took niacin for it for some time and this had abated years ago now. Left ear became weak and I used the right to hear most of the time. Wednesday (B)(6), first f/u with dr (B)(6). I told him of the side effects, the strong pounding and ringing both ears now. It was driving me nuts. His comment "no one has those side effects" - oh my. Not good. He then said they will pass. The left ear has been a real problem, it has a 'fog' sensation. It is like you have an ear infection and there is a background noise constantly. At this time the right ear I could not hear from at all. Thursday (B)(6), I was on my way from (B)(6) on (B)(6) to view a home. I had a really bad anxiety attack. The noise in both ears was killing me. The left hand has fog like effect, the right pounding nonstop. I started having suicidal thoughts. I just wanted to rip out the metal plate to put an end to this living hell. I then kept telling myself I would get some medication and it would be better. It took me 2 days, sent a mail to the primary care lady on thursday. On friday called 3 times and by 5 was in urgent care due to no response from (B)(6) health where they did the implant. Put on generic zoloft. (B)(6), had the second anxiety attack. One I was inches from having my spouse take me to the hospital. Prior to that I found a psychiatrist and was to see him on the (B)(6) since I knew that the medication I was on was not right. (B)(6), another attack. (B)(6) - saw dr (B)(6) the psychiatrist, he told me that I was on was not for me. Prescribed xanax which he said would help with the fog effect in the left ear, 2x day and put on klonopin as well. I was familiar with both from my work in (B)(6) in years past. Both very old but very effective medications. Conclusion: I was on the verge of suicide during these anxiety attacks. I was so overwhelmed with not being able to combat the noise, ringing etc. I could barely hold myself together but knew in my mind that there was medication out there, getting to it was the issues. After the psychiatrist things all calmed down. First week was a bit fragile, week 2 I was flat and that feels so good. No obsession with the noise at all. I cannot believe dr (B)(6) response that no one has these side effects. I cannot believe that the MFR has not had reports of these issues. I am not one who s...I see the hearing dept at (B)(6) about every 2 weeks now for adjustments, this has no end in sight). Developing a severe anxiety condition and continued foggy effect in the left ear (the one without the implant) leads me to believe there may well be something wrong with the implant. FDA safety report ID# (B)(4).